Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The channel cleaning brush could not be inserted at all due to the clogging of the forceps channel. There was a foreign object on the forceps table. There was a foreign object on the tip body. The suction amount was insufficient due to the clogging of the forceps channel due to an external factor. There were scratches on the insertion tube cover, operation part, switch box, operation part cover, up/down/right/left knobs, up/down/right/left angle fixing levers, grip, universal cord, scope connector side of the universal cord, and scope connector cover due to external factors. The insertion tube cover was crushed due to an external factor. The bending section cover adhesive was missing. The suction cylinder was scraped due to an external factor. The paint on the suction cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative on behalf of the customer, during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the evis lucera elite duodenovideoscope was clogged with a stent. The intended procedure was completed with another scope. There was surgical delay of and unknown amount of time. No general anesthesia was used. Inspection was conducted prior to use and no abnormalities were found. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been one (1) year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is undetermined. However, for the clogged stent the likely cause is due to the biopsy channel deformed and the stent clogged since insertion section pinched. It is likely that the foreign material is due to in the distal end is due to insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.